Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump had replace battery alarm during battery change. The customer's blood glucose level was unknown. They declined troubleshooting for replace battery alarm. The insulin pump will not be returned for analysis.